Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b1; b5; b6; b7; d1; d2; d4; d11; g4; g5; h2; h3; h6 d11: 00771300700- modular femoral stem press-fit plasma sprayed cementless size 7.5- 61228022 00784801300- modular neck p 12/14 neck taper use with +0 heads only- 60948451 00620004822- shell porous with cluster holes 48 mm o.d.- 61237814 00631004832- liner 10 degree elevated rim 32 mm i.d. For use with 48 mm o.d. Shell- 61276771 00625006535- bone scr 6.5x35 self-tap- 61238593 00625006535- bone scr 6.5x35 self-tap-61265367 customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision surgery approximately 6 years post implantation due to elevated metal ions, pseudotumor, necrosis, and severe abductor damage. The stem, head, and neck were replaced without complication. All other components remained intact. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records reviewed by a health care professional. Review of the device history records for the head identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Additional information provided does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920. This will be reported under MFR 0002648920 - 2023 - 00243.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown-unknown m/l taper stem-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 04043. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Event description:
It was reported patient underwent a left hip revision approximately 6 years post implantation for unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.